Manufacturer narrative:
Catheter: model: 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was later reported that the pump was explanted on (B)(6) 2013 in order to appease the patient's concerns. The patient outcome was with no injury and no adverse event.

Event description:
It was later reported that pump logs showed a motor stall on (B)(6) 2012 at 16:45 and motor stall recovery the same day at 16:58.

Event description:
It was reported that patient had felt an electrical feeling at the pump site occasionally along with burning and warming around the cap (catheter access port) and the pump, and also described feeling as "tingling electrical shocking feeling". Patient informed the internist about the burning around the skin and they were ruling out the "possibility of an infection". Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received. It was reported that the cause of the event was unknown. It was noted that there had been no surgical intervention, hospitalization, or patient injury. At the time of report, the patient was continually being assessed by a home health nurse.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: the patient's healthcare provider (hcp) stated that the pump was warm and he wanted to get it replaced. The surgeon was concerned that insurance would not cover the procedure since the pump had 18 months to the elective replacement indicator (eri). There were no other issues with the pump, and the patient was getting drug delivery. There was no seroma, redness, pus, or infection. It was later reported that the pump was very hot. The problem started a few months ago and had been getting worse. The patient started feeling an electric shock in her abdomen similar to a static shock from carpet. The patient had a magnetic resonance image (MRI) in (B)(6), the representative felt the pump area, and it was very hot. Currently the patient's whole side was hot and it was causing her "more issues". The patient was experiencing withdrawal and was unsure if the battery was working. The patient was sweating "all the time" and itching "all over". The patient was losing weight, vomiting, had no appetite, a stiff neck, and would "blow up", becoming "very full of water". The patient medication is not working the way it used to and she was taking vofram. The patient was feeling out of sorts, could not think straight, and was having trouble sleeping. A nurse had trouble filling the pump (B)(6) 2013. Following the refill the patient felt "ok" from the waist up, but was feeling pain from the waist down. The pump was used to deliver dilaudid and bupivacaine. It was later reported that the pump was running hot and was not working right. The patient was very sick. Initially it only felt hot around the pump area, but the feeling has spread to half of the side of the patient's body. The patient's right, lower and mid-abdomen were hot. It was later reported that the patient had computed tomography (CT) scans. The patient stated that the heating was coming from the pump because that is where it started. The problem was now affecting the patient's whole system. The patient was allergic to many medications and dyes. The patient had surgery scheduled to replace the pump, but would not be able to have the surgery done due to insurance reasons. The patient was running a temperature and was starting to have withdrawal symptoms. The patient did not feel like they would "make it" to eri in 17 months to have the pump replaced. The pump causes the patient to sweat and she walks around outside without a coat on. The patient was crying. The surgeon could not justify replacing the pump because there was 18 months left on it and they could not see anything wrong with the pump. The patient was irrational. The hcp had ruled out infection and did not feel that the pump needed to be replaced. The patient was allergic to imaging dye. The pump was burning. The hcp was going to decide what course to take. The patient's pump was hot, but she was not having any problems. The patient was not "right", everything was not "all there". The patient had a blood test and there was no infection. The patient did not have a dye study because it did not appear that there was anything wrong with her therapy. The patient wanted the pump replaced because it was burning her. The pump was warm to the touch. The patient had been evaluated by an infectious disease physician and they did not find an infection. The patient's previous hcp said that the area over the pump was slightly warmer than the rest of her body. The pump had no indication of early battery depletion. The patient refused a myelogram or dye study to check the catheter integrity. The patient had consulted with multiple surgeons. The patient stated that the pump site felt warm and the pump needed to be replaced because it had been recalled. The patient did not require hospitalization. Eri was 15 months.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.